Manufacturer narrative:
It was reported that a patient underwent a ventricular tachycardia ablation which included a qdot micro¿ catheter and the patient experienced "unfavorable arrhythmia" from catheter getting stuck in the aorta. The patient required angiogram to get the catheter out of the patient but unknown treatment for the "unfavorable arrhythmia". It was reported that after mapping and ablating in the right ventricle, the ablation catheter was then removed and advanced retrograde up the aorta. The catheter curled up and twisted upon itself and a loop was formed. The physician tried to pull the catheter back and the catheter was stuck. A snare was inserted to try and capture the catheter without success. An angiogram was then performed. The physician eventually managed to untwist the catheter by pulling the catheter back against the sheath. No patient consequence reported. It was also reported that the body surface (bs) ECG cable connector was broken into several pieces. The location pad is stored on the cart, and it slipped out and was caught on the bs cable, causing the damage. No damage to the location pad was noted. In physician's opinion, the catheter's bend/twist/kink put the patient at risk for a potential harm or injury. An unfavorable arrhythmia was induced with catheters introduced. There was difficulty experienced while maneuvering the catheter or during the withdrawal. No detachment of any component. No internal components or sharp edges were exposed. This event is conservatively being reported as an adverse event due to the report of an "unfavorable arrhythmia". Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and deflection test of the returned device was performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. A deflection test was performed, and the curve did not deflect correctly, a loop was formed while the piston was up. Due to this condition, a manufacturing meeting was performed to determine the root cause of this issue. In addition, customer indicated that the sheath used during the procedure was a short 8f, which it is not labeled or intended by the manufacturer when using a qdot micro catheter. Based on the analysis and dissection results, no issues related to the manufacture were identified during the investigation. What was identified was the conditions in which the catheter was stressed, and excessive force was applied, causing a bend in the puller wire. The root cause of the damage remains unknown; however, an awareness session was proactively performed by manufacturing. A manufacturing record evaluation was performed for the finished device number lot 31252028l and no internal action related to the complaint was found during the review. The improper use of the sheath could cause the damage reported by the customer; therefore the deflection and stuck issue reported by the customer were confirmed. The potential cause of issue could be related to an excessive manipulation during the procedure; therefore, this complaint is not manufacturing related. The instructions for use contain (IFU) the following contraindication: do not use this catheter with a long sheath or short introducer < 8.5 f to avoid damage to the catheter shaft. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Correction to the initial report: full UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia ablation which included a qdot micro¿ catheter and the patient experienced "unfavorable arrhythmia" from catheter getting stuck in the aorta. The patient required angiogram to get the catheter out of the patient but unknown treatment for the "unfavorable arrhythmia". It was reported that after mapping and ablating in the right ventricle, the ablation catheter was then removed and advanced retrograde up the aorta. The catheter curled up and twisted upon itself and a loop was formed. The physician tried to pull the catheter back and the catheter was stuck. A snare was inserted to try and capture the catheter without success. An angiogram was then performed. The physician eventually managed to untwist the catheter by pulling the catheter back against the sheath. No patient consequence reported. It was also reported that the body surface (bs) ECG cable connector was broken into several pieces. The location pad is stored on the cart, and it slipped out and was caught on the bs cable, causing the damage. No damage to the location pad was noted. In physician's opinion, the catheter's bend/twist/kink put the patient at risk for a potential harm or injury. An unfavorable arrhythmia was induced with catheters introduced. There was difficulty experienced while maneuvering the catheter or during the withdrawal. No detachment of any component. No internal components or sharp edges were exposed. This event is conservatively being reported as an adverse event due to the report of an "unfavorable arrhythmia".

Manufacturer narrative:
On 19-apr-2024, additional information was received which clarified that the unfavorable arrhythmia that they referred to previously is an atrial fibrillation. Intervention provided was cardioversion. This event has been re-assessed and it remains as MDR reportable since the patient required angiogram to remove the device, cardioversion applied for atrial fibrillation during a cardiac ablation procedure is not a medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure. Rather, it is a well-known and commonly accepted alternative procedural step to achieve sinus rhythm. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).